Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info rec'd, the pt has experienced loss of consortium, exposed mesh, pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(4)."